Event description:
The customer reported a blank display and unresponsive buttons afer falling into a pool while wearing the insulin pump. The customer stated that there is water underneath the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor. Unable to test for the keypad anomaly due to the blank display.